Event description:
It was reported that when the patient went for her first check-up, the doctor noticed the ins (implantable neurostimulator) pocket had developed necrosis. It was also stated that the patient had rheumatoid arthritis and that the doctor said the medication she was on for it affected her healing. It was stated that "they went in and cleaned it up" - stitches were taken out five days prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that no interventions were performed or planned. If additional information is received, a follow up report will be sent.